Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred during the load process with multiple cartridges. Customer was successful with loading another cartridge. Blood glucose was within range.